Manufacturer narrative:
The reported event of multiple pump stoppages, low speed, low flow alarms was confirmed and reproduced during the analysis of the returned system controller. The reported event of the controller "burning up" was unable to be confirmed. The collected system controller log file contained 240 events over approximately 24 minutes on (B)(6) 2017 from 11:55am to 12:20pm, per the timestamp. Throughout the log file the controller struggled to operate the pump at the set speed. The pump speed was recorded between 0 and approximately 2,000 rpm for a majority of the log file. Power elevations and several alarms including low speed hazard, low flow hazard, and high motor current flags were captured. The returned system controller was connected to a test power module, patient cable, and mock circulatory loop. The controller was unable to operate the test pump at the set speed, reproducing the reported event. The test pump fluctuated between 0 and approximately 2,000 rpm and the power fluctuated between approximately 0 and 14 watts, consistent with the events observed in the collected log file. During this time the controller housing did not become noticeably warm. The controller housing was opened up and the printed circuit board (pcb) was visually unremarkable. Numerous electrical components in the drive circuitry were measured and none were found to be damaged. Measurement of the motor feedback signals found that one of them was stuck on high, this would result in the controller continuously resetting and remaining in a 2,000 rpm start-up mode. Additional testing found a low impedance path between one of the nodes in the motor feedback circuitry and ground which would cause of the motor feedback signal being stuck high. The impedance at this point significantly fluctuated when heat was applied to the printed circuit board. This impedance issue appeared to be isolated to the internal connections of the printed circuit board itself. The pcb was sent for external analysis and an issue with the internal connections of the pcb was unable to be confirmed. This investigation identified a correlation between the returned system controller and the reported event; however, the specific root cause of the controller's inability to operate a pump at the set speed was unable to be conclusively determined. Although the reported event of the controller "burning up" was unable to be confirmed during the investigation. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 1 year. The patient remains ongoing on vad support. However the system controller was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the vad system produced multiple low speed, low flow and pump stops, initially thought to be associated with a phase to phase short within the patient¿s driveline. The patient¿s driveline was immobilized; however, the system continued to alarm throughout the night. The patient¿s system controller was alarming continuously for approximately 40 minutes with a message to ¿change controller¿. The medical staff exchanged the system controller, which was reported to be ¿burning up¿ at the time of the exchange. The new system controller maintained a normal temperature. The patient¿s inr was 3.3 and heparin and dobutamine were initiated. After the system controller was exchanged, it was reported that peripheral pulses were palpable. Prior to the event, pulses were not palpable. The manufacturer¿s technical services representative reviewed the provided log files for the primary and backup system controllers. The log file for the primary system controller contained approximately 7 minutes of data and showed pump stops and/or speed drop greater than 200 rpms below the low speed limit. The pump stops seen within the log file were the result of a low voltage situation. This low voltage seems to have been caused by an issue with the system controller. The log file for the backup system controller contained approximately 3 hours of data and no unusual events were observed within the log file. The technical services representative stated that the vad appears to have been off for approximately 21 minutes based from total time in between the first system controller and the replacement system controller. No additional information was provided.